Manufacturer narrative:
The device was returned for analysis. Analysis indicated a needle to cuff miss occurred leading to a material separation. Lot history report and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties and the subsequent treatment are related to circumstances of the procedure. In this case, it is likely a deflection occurred (needle to cuff miss) with the anterior needle tip causing it to impact the foot or guide in such a way to cause a bend leading to a separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Note: analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, an unspecified issue occurred. The sheath was upsized to a 18f sheath and the procedure was completed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, an unspecified issue occurred. The sheath was upsized to a 18f sheath and the procedure was completed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.